Event description:
Customer stated that not all of the numbers are coming up on the screen. A review of the system was conducted over the phone. The review indicated that segments were missing from the meter display. The customer was asked to return the meter for further evaluation and a replacement was provided.